Event description:
It was reported that using a femoral artery access approach during a procedure of the left anterior descending (lad) artery the xience xpedition stent delivery system (sds) was advanced to the lesion and during repositioning of the sds the stent implant interacted with the guide catheter and dislodged from the balloon onto the guide wire while in the anatomy. It was noted that the sds, guide wire and guide catheter were retracted into the sheath and the stent was retrieved from the anatomy. There was no reported adverse patient effect. The patient was stable throughout the procedure. A second xience xpedition stent was successfully implanted during the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.